Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the 1st firing in a partial lung resection, when the pulmonary parenchyma was clamped the surgeon tried to fire, a cracking sound was heard when the handle was squeezed the handle. The firing became unable to be proceeded. The handle and the cartridge were replaced to complete the case. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.